Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation of the g136 scaler the hand piece cable is pinched/clogged causing no water flow and would heat hand piece. The water filter will need replaced to ensure proper water flow. Also the onlay display is damaged and will not properly operate purge and turbo. No injury resulted.